Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc and express bolus button. No button error alarm noted. The device was received with severly scratched lcd window, cracked reservoir tubelip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 316 mg/dl. Troubleshooting was performed. The device was returned for analysis.